Manufacturer narrative:
The customer reported experiencing an issue with both illuminators of the system. The company service representative examined the system and found the tabletop illuminator module was not igniting. The tabletop illuminator module was replaced. Unrelated to the related event, the fluidics module was replaced as a preventative measure for a system message (sm) ¿irrigation output valve error. Infusion/irrigation and extraction functions will be disabled¿ found in the event log. The system was then tested and met all product specifications. A tabletop illuminator module and a fluidics module were received for evaluation. As the fluidics module was unrelated to the reported event, it was not evaluated. A visual assessment of the illuminator module revealed no obvious nonconformity. A known good xenon lamp was placed in the tabletop illuminator module then installed into a calibrated constellation system for functional testing. The illuminator module passed all testing and was found to meet specifications. The system was manufactured on december 1, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system had a problem with both illumination ports. The time of the event and patient impact are unknown. Additional information and has been requested but none has been received.